Event description:
Additional information received reported that the patient was doing fine and well. The patient was having success on the therapy and the therapy was effective. Stimulation was felt and the cause of the impedance issue was not determined.

Event description:
It was reported the manufacturer representative was doing an implant today with a health care provider (hcp) and they had high impedances. The impedances were normal except for electrode 1. They had already tried increasing amplitude and pulse width when running impedances, reinserting the lead into the implantable neurostimulator (ins), and changing out programmers. All 4 electrodes were testing normal with the j-hook and they were getting bellows and toe response at 1.0v when testing with the screener and so prior to call the hcp decided to close up. Ionic solution or irrigation was not used at the ins pocket site. The manufacturer representative reran impedances at 2.0v and pulse width of 360. The impedances were case and 0 at 3747 ohms, case and 1 at 3864 ohms, case and 2 at 1930 ohms, case and 3 at 1307 ohms, 0 and 1 at greater than 4000 ohms, 0 and 2 at 3987 ohms, 0 and 3 at 3864 ohms, 1 and 2 greater than 4000 ohms, 1 and 3 at greater than 4000 ohms, and 2 and 3 at 3864 ohms. The manufacturer representative did not know if the hcp lightly pulled on the lead to see if the setscrew tightened on the lead. The hcp did hear the setscrew torquing down on the lead and they did check for blue in the ins header block. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# va0kf1r, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).